Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
This atrial lead dislodged. The physician attempted to revise the lead but after several attempts the lead was explanted. Should additional information become available this file will be updated.